Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not capture on this left ventricular lead. Impedances were > 2000 ohms on this lead. There was inquiry as why a latitude alert was not sent. The patient had not been feeling well and complained of shortness of breath.

Manufacturer narrative:
It was noted that daily measurements were turned off on this lead and that latitude could not send an alert as no information was gathered from this lead. The lead and device are scheduled to be replaced in the near future. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was explanted for normal battery depletion and the lead was surgically abandoned.